Event description:
The patient reported that she did not turn stimulation off for arthroscopy on her knee on (B)(6) 2016 and since the surgery she could not walk. She did a check using her patient programmer and it said on and ok. It was noted that the patient may have tried to report other issues, but her speech was very garbled. Additional information received from the patient reported that in order to resolve the difficulty walking the healthcare provider (hcp) reset her on (B)(6) 2016. She noted that it had been a joy to be able to walk again. Every morning she had been taking medication with a mega dose, but she had to stop because of side effects. Therefore, she was having a hard time walking from time to time, but she could still go outside every day. She stated that the therapy had been a blessing. The patient's indication(s) for use were parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.